Event description:
Patient required shunt revision when surgeon attempted to place replacement valve and stated it wasn't working. Delta valve, small performance level 1.0; ref (B)(4); lot# d81236; surgeon used a different valve.